Manufacturer narrative:
A software analysis was initiated as part of the investigation. It was reported that the anomaly was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. Concomitant medical products: section other relevant device(s) are: product ID: m450001b015, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while performing in house testing on the software of the thermal therapy system, there was a delay with the anatomic split/superimposed by one frame. When in a session, the delay developed for the treatment estimate displayed in the large image panel. Where the treatment estimate would then be one frame behind the treatment estimate and saved image panels. The issue was observed in both the viewer and console and occurred in both one slice and multi slice sessions. The treatment estimate delay was only observed the large image panel. Clicking into the large image panel refreshed the image and synced the anatomic split/superimposed treatment damage estimate (tde) and the saved image. Though the anatomic/superimposed tde was noted to delay by one frame again. In the viewer, when a finger is on the large image panel while images are being acquired the delay would not occur. There was no patient present when this issue was identified.